Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
New information received notes that the right atrial lead exhibited noise oversensing.

Event description:
New information received noted that the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasions exposing the outer coil consistent with friction to device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.